Event description:
A malfunction was reported on a pump by the customer. There was no reported adverse impact to the customer¿s blood glucose level. The customer was provided with information on how to reset the pump, and after assisting with the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer understood and acknowledged.